Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 10.0ml/hr. Procedure: total knee. Cathplace: femoral nerve. The bolus button on the pca would not pop back up. Customer engaged the clamp, waited allotted time, unclamped the line but bolus button never popped backed up. Pump was exchanged for a new pump. Patient contact yes. Adverse event: no. Medical intervention: no.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.